Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on all available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.

Event description:
It was reported that remote transmission noted the device reached eri, which was exhibiting rapid battery depletion. Last check, the device reported 3 years remaining to eri. The patient was brought in for further evaluation, and it was observed that the voltage had dropped in a very short time span. The device was explanted and replaced. Patient was fine after procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.